Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump has to be charged up to 3 times per day due to the battery rapidly depleting. Customer reported a blood glucose level of 177 (mg/dl) and delivered a manual injection. It was indicated that manual injections and/or an old pump would be used for diabetes management.